Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer chose not to troubleshoot further and requested a replacement after having already filled and loaded a new cartridge earlier in the day.